Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery cap would not attach, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was found to be cracked. There was no battery cap returned. A test battery cap was able to fit. The ez-prime steps were performed correctly with no power interruptions occurring during investigation. The "power" complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board.